Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it took number of times to reanchor the left ventricular (lv) lead from the initial position. It was noted there was unsuitable electrical parameters. The lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event.